Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 57mm abdominal aortic aneurysm. It was reported during the index procedure after the device was deployed, final angiography revealed onset of type ia endoleak and type b dissection. Per the physician the cause of the type ia endoleak, may have been in part due to the severe tortuosity of the proximal side. Regarding the type b dissection, it was suspected to be because the suprarenal stent was apposed during ballooning. No additional clinical sequelae were reported and the patient will be monitored.